Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: conclusion code was mistakenly submitted in previous report. It has been corrected in this report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019 a lead implant procedure was abandoned as the lead could not be placed due to scarred tissue.